Manufacturer narrative:
Additional review determined the following. (B)(4)

Event description:
It was reported the extension was broken and high impedances were measured on contact zero. Impedances of the lead were measured to be fine so the extension was replaced. After the extension was replaced the impedances resolved. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3389s-40, lot# va0p407, implanted: (B)(6) 2014, product type: lead. Product ID: 3389s-40, lot# va0p407, implanted: (B)(6) 2015, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4). Analysis of the extension (B)(4) found the conductor of the extension body was broken within 10 cm of the connector area. The #0 conductor was broken 2.7 cm from the proximal end.